Event description:
It was reported that the t2 did not deploy during a meniscus repair. A backup device was available to complete the procedure with no delay or patient injuries. Attempts were made to retrieve further details about the event but the complainant does not have more information.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 did not deploy during a meniscus repair.¿ there was a relationship between the reported event and the device. T1, t2 were not returned. Suture was not returned. The delivery needle was visibly disfigured; bent. The depth limiter was attached to the device. The device no longer cycled or actuated due to damage. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Per instructions for use: ¿the fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 did not deploy during the procedure. A backup device was available to complete the procedure with no delay or patient injuries.